Event description:
New information received notes that the device was explanted and replaced on 22 sep 2020. Patient was stable after the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their implantable cardioverter defibrillator exhibiting a charge time limit reached alert. No intervention was performed and patient will continue to be monitored. Patient had no consequences as a result of this event.